Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received shocks and was presented to the emergency room. It was noted that there was out of range impedance and oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.